Event description:
It was reported that the customer's blood glucose (bg) was 14-20 mmol/l and ketone level was 5.2 mmol/l. Cause was not known. Customer had changed the cartridge and infusion set prior to the event. Customer delivered a bolus via the pump to address bg and then went to the emergency room. Customer was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the next day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Technical support performed a pump system check. No issues were identified with the cartridge, insulin, and infusion set cannula/tubing. Reportedly, customer was using aspart insulin which is not labeled for use with the pump. Pump history did not reveal any issues with the pump. Pump data logs were reviewed, and pump was found to be functioning as expected.

Manufacturer narrative:
Per the tandem user guide: per the tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.